Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system to treat a patients right great saphenous vein (gsv) ((B)(6) 2024). Then the left gsv was treated with venaseal ((B)(6) 2024). The blue introducer was used. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. Procedures were completed without issues. The patient was seen for hypersensitivity reaction, skin irritation, skin discoloration and granuloma in his right lower extremity ((B)(6) 2024). Both legs were treated and reaction was present in both. This was an initial reaction event. There are no known patient allergies. Over the course of the next couple months the patient underwent debridement as well as explanting of the saphenous veins below knee bilaterally. The venaseal remains implanted in the gsvs above knee. Recovery is going well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to 9612164-2024-05480-002. Aware date - date should be 27-01-2025 and not 2024-10-28. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: in the images provided a reaction, discolouration, irritation and granulomatous wound can be seen on the patients lower limbs. One of the images provided shows the excised veins. These images are consistent with the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.